Event description:
The customer reported that there has been a big difference between their sugar glucose and blood glucose. The customer's blood glucose was 46 mg/dl while the sugar glucose showed that they were high. The low blood glucose levels were treated with juice and a granola bar. The customer also stated that they received calibration error and change sensor alerts. The customer's last blood glucose reading was 83 mg/dl. Advised customer that two of the sensors will be replaced. Troubleshooting was conducted. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)